Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that on (B)(6) 2017, during an inventory inspection it was noticed that the suture package was contaminated. "Cardboard was sticking out of the sealed package". The device was not used on the patient.

Manufacturer narrative:
(B)(4). Actual device returned. The straight pack folder was in the overwrap seal area and it was sticking out of the sealed package could be observed. This condition is compromising the sterile barrier.